Event description:
On (B)(6) 2010, it was diagnosed that the lps-inlay has luxated. The metal part of the inlay went out of the pe part (which still was in the tibia) and the metal part turned backwards about 180 degrees.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.